Manufacturer narrative:
The investigation of product damage (cannula kink) and low pump flow has been completed. The impella device was returned for evaluation low pump flow: return product analysis showed cannula kink. No other abnormalities were observed. No data logs were returned. The root cause of low pump flow was most likely cannula kink but not clear how the kink had occurred. Product damage (cannula kink): the root cause of product damage (cannula kink) cannot be determined since the insufficient clinical details were provided.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported an impella cp was placed to support a cardiogenic shock patient who the day prior had two valves replaced. The pump was supporting when due to low flows and a reported cannula kink, the pump was removed and replaced. No harm was noted.